Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. The suture and both ts are free from the delivery needle. Examination of the construct showed the suture has been cinched. The fixed straw is dimpled at its distal end. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The device is soiled with what appears to be human matter indicating it was used in a patient. The device was not returned in the reported condition of the complaint of ¿once package opened, t1 and t2 fell off simultaneously¿. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during meniscus surgery, t1 and t2 fell off simultaneously. Results of investigation have concluded that the suture and both ts were free from the delivery needle and the trigger has been fully advanced and locked within the handle indicating a complete deployment being this a simultaneous deployment on patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.